Event description:
A customer reported experiencing ongoing occlusion alarms with their insulin pump, which led to recurring issues. Customer¿s blood glucose level was 292 mg/dl. To resolve the issue, the customer continued insulin administration without changing any supplies. Troubleshooting has been exhausted and a pump replacement was sent.